Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Software found that base on the information provided, this was likely an issue with the oarm or oarm tracker as issue occurred using both s8 and s7 systems." Unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding aa navigation system being used intra-operatively for a spinal fusion . It was reported that the imaging tracker was not visible on the stealth 8 or stealth 7 system. They were unable to use the imaging for the case. There was a 10 minutes day to the procedure and navigation was ultimately aborted and they finished the case with another imaging system. The surgery was aborted and there was no impact to the patient. Additional information reported that the cause of the issue was determined to be with the hardware parts on the imaging device. No additional information was provided.